Event description:
Reporter contacted animas alleging the up and ok button on the keypad is intermittently responding. The reporter also reported that the buttons are worn. The reporter also mentioned that the up button is dented in more compared to the other buttons on the keypad. There is no damage to the keypad and no evidence of moisture in the pump. The alleged issue was not resolved. At this time there is no evidence that the pump caused or contributed to an adverse event. The complaint is being reported since the alleged issue was not resolved.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow keypad button is intermittently responsive. There was evidence of keypad contamination found under the contrast and up arrow key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment and dim/discolored display, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.